Event description:
Customer reported a saline solution from an IV bag had dripped onto the pc unit and had caused a short circuit on the right side inter-unit interface (iui) connector which led to smoke and a small flame from the unit. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. The device has been requested from the facility for evaluation, it has not been received. A follow up report will be submitted if further info is obtained.